Event description:
It was reported that post implant, the patient was experiencing phrenic nerve stimulation. During the revision procedure, the lead would not remain in the device header, and the lead experienced high pacing and defib impedance. After replacing the device, everything tested normally. The patient was stable.

Event description:
New information received on 4 jun 2024 indicated that fluoroscopy was performed, and the rv lead had dislodged and caused phrenic stimulation. The lead was repositioned.

Manufacturer narrative:
The reported field event of high impedance and set screw connection issue was not confirmed in the laboratory. The device was inspected and tested, and no anomalies were found.